Event description:
It was reported that during the implant procedure, the patient had very tortuous anatomy and when the lead was placed the helix would not deploy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).